Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, silicone infiltration in lymph nodes, rupture, and increased fluid confirmed through MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, silicone infiltration in lymph nodes, rupture, and increased fluid.

Event description:
Healthcare professional later reported "baker grade IV." Device was explanted.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2651306: - (B)(4). A0412 - material rupture, e0307 - seroma, e2303 - capsular contracture, device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a010402 migration).